Event description:
The inside ring of the mesh was broken and the narrow pick was pulling out. The surgeon noticed that the ring was broken in two places. He pricked himself with the ring. He did try to cut the narrow thing (end of the ring) but it did not work.

Manufacturer narrative:
Alleged problem confirmed. Unable to determine cause of problem.